Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 16 years ago. Examination of the submitted patella bearing did not reveal any unanticipated or abnormal wear for a polyethylene product implanted for sixteen years in combination with the pt high activity level. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address severe poly wear resulting in osteolysis and erosion of the proximal tibia.